Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analysis found that the distal conductor was fractured.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the hospital after receiving inappropriate shocks. An interrogation showed many short v-v intervals on the right ventricular lead. A review of the device performance data showed a patient alert for high impedance and oversensing of noise. An infection was also reported. The lead was explanted and replaced. No further patient complications were noted as a result of this event.